Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit is feeding inaccurate amounts. Per customer this was discovered during testing and there was no patient involved. The volume was sent to 25 and the rate 300. He does not remember if the delivered amount was more or less, but was shooting for 25ml with a range of +/-2 ml. The actual volume delivered was outside of this range over multiple test runs.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit was overfeeding. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.